Event description:
It was reported that the patient is experiencing increased depression, does not feel stimulation, and is not experiencing voice alteration which was typical of stimulation for him. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient hasn't noticed any voice alterations for at least 6 months, indicating that the patient did have voice alteration / perception of stimulation six months prior. So he wants to make sure his device is working.